Event description:
This patient expired for an unknown reason on (B)(6) 2013. Attempts to obtain the cause of death have been unsuccessful, but if additional information is provided, this event will be updated. The device was explanted for cremation, but has not been returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.